Event description:
It was reported to the MFR that the site's handheld would perform slowly. Troubleshooting did not resolve the issue. A replacement handheld was sent to the site and the non-working device was returned for product analysis. Product analysis has been completed on the returned handheld and software. Analysis of the handheld identified a broken solder connection near the main battery terminal. This condition caused the handheld to intermittently lose power while operating on main battery power. This also prevented reliable charging of the main battery. Once connection was resoldered, full product functionality was restored. No anomalies were identified with the software that could have contributed to the reported event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.